Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned. Slight bunching of the outer catheter was noted 23.1cm from the distal tip. The distal tip was off center from the rest of the catheter and was angled. The distal tip was not separated from the outer catheter. No other anomalies were noted to the device at this time. The outer catheter was stripped at the distal end of the catheter. A complete fracture in the core wire was observed just proximal to the distal tip. The distal tip was still attached to the outer catheter and inner guidewire lumen. The edges of the fracture were smooth in appearance, indicating that it was a clean break. No other anomalies were noted to the crosser catheter. Functional/performance evaluation: functional testing could not be performed due to the condition of the returned sample. Medical records review: medical records were not provided. Image/photo review: images/photos were not provided. Conclusion: the investigation is confirmed for a core wire fracture, as a complete fracture in the core wire was found within the catheter. The distal tip was still held in place by the guidewire lumen and outer catheter. It is unknown if patient and/or procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the health care provider decided to stop the procedure in the anterior tibial artery when the angle of the catheter tip changed, allegedly. There was no reported tip detachment nor was there any report of retraction difficulty through the sheath. It was reported that the another crossing support catheter was used to complete the recanalization procedure. There was no reported patient injury.